Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. The device was visually inspected, and no anomalies were noted upon visual inspection. Functional test had been performed and cassette not properly attached error was confirmed. Replaced downstream occlusion (dso) sensor. The probable cause of the reported issue is dso sensor.

Event description:
It was observed during inspection of a returned pump that dso sensor was defective. This event occurred before infusion. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.